Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of 22g x1.00in (0.9 x 25 mm) insyte autoguard experienced a needle through the catheter during use. The following information was provided by the initial reporter: when using an abocath 22 to puncture a patient, it transfixed the introduce the catheter into the vein.

Event description:
It was reported that an unspecified number of 22g x1.00in (0.9 x 25 mm) insyte autoguard experienced a needle through the catheter during use. The following information was provided by the initial reporter: when using an abocath 22 to puncture a patient, it transfixed the introduce the catheter into the vein.

Manufacturer narrative:
Investigation summary: a physical sample was not available for investigation, but bd was provided a photo of the defect for evaluation. A review of the device history record was performed for the reported lot, 9224589, and no quality issues were found during production. Our quality engineer reviewed the provided photo and determined that the needle had pierced through the catheter tubing. Based off the provided photo the engineer was able to identify the defect of needle through catheter. However, the product appeared to have been used causing the engineer to be unable to verify the defect. If the needle had pierced through the catheter during the manufacturing process the unit would have been unusable. Without a physical sample available for investigation the engineer could not determine a definitive root cause. The manufacturing facility has been notified of this incident and the findings.